Manufacturer narrative:
(B)(4). The insulin pump received with pump error 37 alarmed during rewind due to moisture damage on the motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarm. Moisture damage was found on the electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Pump received with serial number label damaged/faded.

Event description:
Information received by medtronic indicated that the customer cannot find information on there insulin pump and also stated that serial number was faded on insulin pump, its no longer there. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.